Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Additional information was received indicating that this pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information received information that this pacemaker battery had depleted in just half a month from one year to elective replacement indicator (eri). Boston scientific technical services (ts) verified from the health care professional (hcp) that there was no changes made with the pacemaker. Ts stated that the device had reached its expected longevity and suggested device changeout and send device for analysis. Attempt to obtain additional pertinent information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.